Event description:
It was reported that the customer experienced a high blood glucose of over 400 mg/dl and received no delivery alarms on his insulin pump. The no delivery alarm occurred during manual priming and was resolved by a complete set change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.